Event description:
The ceramic tip of the olympus resectoscope resection/inner sheath broke off after the surgeon inserted it into the bladder. On january 6th 2026, we received a medical device correction action for the olympus resectoscope inner/resection sheath. The corrected IFU was followed.